Event description:
It was reported that the customer had a damaged battery cap on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer stated that he was not able to get the battery cap off and a little piece is missing. Customer called again and stated that he ended up rolling on the pump last night. Customer had a low blood glucose level of 52 mg/dl. There is moisture under the lcd screen due to sweat from the customer's body. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor error and no delivery tests. The unit was received with stripped battery cap at coin slot area, cracked reservoir tube lip and minor scratched lcd window. There was moisture damage found on lcd board and mother board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)